Event description:
It was reported that that patient presented in-clinic for a routine check-up and upon interrogation it was noted that the right-ventricular (rv) lead exhibited inappropriate anti-tachycardia pacing (atp), extra cardiac stimulation and sensing of noise due to which led to patient discomfort and the patient was later transferred to the emergency room. As a resolution the rv lead was capped and replaced on (B)(6) 2025. Patient condition was stable prior to procedure.